Event description:
It was reported that during a routine check, the plastic casing of the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) unit was found to be cracked. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and found that the plastic casing of the fiber optic connector was cracked. The fse determined that the reported issue prevented a connection between the fiber optic balloon and the unit, itself. To fix the issue, the fse replaced the fiber optic sensor extension. The fse then completed all required preventative maintenance (pm) checks with full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during a routine check, the plastic casing of the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) unit was found to be cracked. There was no patient involvement, and no adverse event reported.